Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurate readings compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 1pm, readings of ¿432 and 200mg/dl¿ were obtained on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported on an unknown date and time she increased her usual dose of medication. The patient reported 2 hours later she had symptoms of sweating and nausea. The patient reported having something to eat or drink as treatment at 3pm on an unknown date and time. The patient reported no other device was used. During the time of troubleshooting the cca confirmed the patient was using the correct testing steps and her test strips and test strips vial were in good condition. When a control solution test was run, the result was within the accepted range. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she suffered symptoms suggestive of hypoglycemia and required self-treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/11/2014).the lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 06/03/2014 and 06/09/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (06/12/2014) ¿ a DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. The retain test strips passed all testing on (B)(4) 2014. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.